Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable false negative elecsys hbsag ii auto confirm result from the cobas e 801 analytical unit for one patient. The elecsys hbsag ii auto confirm assay has embedded applications within it. The cnhbsag2 is an embedded application that has a reaction with the control pretreatment in the elecsys hbsag ii auto confirm assay. The cfhbsag2 is an embedded application that has a reaction with confirmatory pretreatment in the elecsys hbsag ii auto confirm assay. The initial hbsag result was 37.3 coi (reactive), with a repeat result of 37.4 coi (reactive). Confirmatory testing was completed with the following results: a cfhbsag2 result of 51.8 coi (reactive). A cnhbsag2 result of 55.0 coi (reactive). The hbsag ii auto confirm result was 94.3% (non-reactive). The hbs antigen was positive with the vidas method. Confirmatory testing was not completed with the vidas method. The hbv viral load was measured and was highly positive (>9 log). Another sample on (B)(6) 2025 gave an hbsag quantitative result of 459507 iu/ml. A sample collected from the same blood draw, tested on (B)(6) 2025, tested for hbsag with a dilution of 1:1000, had a result of 2510 coi (reactive). Confirmatory testing was completed with a dilution of 1:50, with the following results: a cfhbsag2 result of 0.472 coi (non-reactive). A cnhbsag2 result of 258 coi (reactive). The hbsag ii auto confirm result was 0.183% (reactive). On (B)(6) 2025, the initial sample was run again with the following results: a cfhbsag2 result of 228 coi (reactive) with a dilution of 1:50. A cnhbsag2 result of 2375 coi (reactive) with a dilution of 1:50. The hbsag ii auto confirm result was 9.61% (reactive).